Manufacturer narrative:
H3 analysis determined that the implantable neurostimulator (ins) (B)(6) output and telemetry were acceptable; however, the battery was near normal battery depletion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va0phrc product type lead h3: device evaluation not yet completed but anticipated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim, gastrointestinal/pelvic floor. It was reported that the patient had called to inquire about using the stimulator for fecal incontinence because while they had gotten the implant for their bladder symptoms, they'd since developed fecal incontinence after going through an experimental transfusion to put their c. Diff in remission. The patient stated they no longer had a doctor because "she screwed everything up" and requested health care provider (hcp) listings. The patient further clarified their statement about their previous hcp: the patient reported that when they were implanted with their current system, it was implanted because their previous ins had normally depleted and after that happened, they were having more problems with their symptoms. The patient stated they went back to the health care provider (hcp) 3-4 times to have an adjustment and asked the hcp if there was something "wrong with the machine?" The patient stated the hcp then told them "you know, I noticed when I was implanting your current system that the wires were bad but I didn't have any to use at the time of the procedure to replace them with so I just left them implanted." The patient stated the hcp told the patient they should have another surgery to correct the "wires." The patient stated they were "like what???" And that they went and got a second opinion with another doctor. The patient stated that doctor told them "you don't need to have your wires changed, they don't look bad to me." So the patient didn't do the surgery and the implanted system has been working wonderfully for their bladder symptoms but they were hoping to inquire more about using the therapy for fecal incontinence. Patient services reviewed with the patient to follow up with a managing health care provider (hcp) to discuss their options and sent the patient both bladder and bowel physician listings at the patient's request. The patient stated they wondered why the first doctor said something was wrong with the wires when the other hcp said nothing was wrong and noted that the surgery to get the replacement ins was really expensive. The patient stated they would find a new physician and follow up with the hcp to discuss their options for treating their fecal incontinence.